Event description:
It was reported during an av node ablation using a therapy cool flex ablation catheter, the pt experienced chest pain, st elevation, and lad (left anterior descending) artery occlusion, which required open heart surgery to remedy. The physician attempted an av node ablation but was unsuccessful; therefore, transseptal puncture was performed to access the left atrium. A non-sjm diagnostic catheter was placed in the right ventricle. The ablation proceeded with the cool flex catheter and the pt complained of chest pain towards the end of the procedure. A 12-lead ECG revealed st elevation and the physician concluded that the lad was occluded. There was no evidence of cardiac tamponade at this time. An interventionalist performed an emergency pci in the cath lab which was unsuccessful. The pt was immediately transferred for emergency open heart surgery, revealing a catheter induced left main stem dissection. The pt was transferred to the coronary intensive care unit. The pt has since been discharged from the hosp.

Manufacturer narrative:
The device has not been returned for analysis. The lot number is unavailable; therefore the DHR could not be reviewed. Additional info was requested but has not been received. Should further info become available, a supplemental medwatch will be filed.